Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cassette sensor error. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complain that there was a cassette sensor error. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. Complaint was confirmed during testing. Reattach cassette alarm was displayed every time cassette was detached, and also device failed downstream occlusion test with 28 psi. Device sensors were calibrated, and the problem persisted. Downstream occlusion (dso) sensor was replaced as a corrective measure. All tests passed within specifications post repair.